Manufacturer narrative:
On (B)(6) 2020, the end-user reported that during a surgical procedure that pack 6803, heart towels, the content (white towels) were brown. The case was delayed five minutes due to opening an additional four packs to find an acceptable pack. The towels, in question, were sent back to the facility for testing. The facility took the following actions: awareness documented training provides to the appropriate employees. A historical review of the product complaints was completed for 2020 and 2019, and there were no other issues. The device history records were reviewed, and no quality exceptions were reported to work orders ((B)(4)). Communication with the chemical supplier on the product complaint, the recommendation was to review formulas to ensure adequate temperature was reached in washers to remove any sizing on the product. Wash formulas reviewed, no changes. No additional information was provided on the patient. We will continue to monitor the trend of this type of incident.

Event description:
The end user reported pack 6803, heart towels were opened and there was staining.